Event description:
Information was received from a consumer and healthcare professional via a company representative in regard to a patient receiving hydromorphone 15 mg/ml via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. On (B)(6) 2016, a pocket filled occurred at a refill. About 3 ml was injected into the pocket. The patient became symptomatic, but now at the time of report the patient was fine. The patient was pain free for about 8 hours. The patient "got a little loopy, relaxed" then was observed for 8 hours. The patient was observed, and then discharged.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by the healthcare professional (hcp) via a company representative. On (B)(6) 2016 a second incident of a pocket fill was reported. It was noted that the hcp is very versed at doing refills and the patient was easy to access. The hcp believes that there is a problem with the septum of the pump and is considering pump replacement. No patient symptoms were reported. Additional information was reported by the rep on (B)(6) 2016. The patient was symptomatic and had been scheduled for a pump replacement. The return paperwork dated (B)(6) 2016 specified that the pump may have an issue with not filling right and the patient had gotten additional medication. It was also noted that the patient had recovered without sequela.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly.¿ (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.